Manufacturer narrative:
The insulin pump powered up properly after battery installation. No frozen display was noted during testing. The insulin pump was monitored for several days and no battery alarms occurred. No damage was noted to the keypad assembly and no unlocked keypad connector was noted during the visual inspection. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 263 mg/dl. The customer stated they were attempting to bolus when their insulin pump froze and a failed battery test alarm occurred prior to the button error alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.